Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler 16-02-85, which is distributed in the USA. Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). The device has been returned to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that water was observed leaking from a heater-cooler system 3t following a procedure. The device was inspected by perfusion and signs of leaking were identified on the interior pipework. The unit was removed from use. There was no report of patient injury.

Manufacturer narrative:
The root cause of the leak was determined to be the sealing plugs from the valve block were torn off, which was causing water spillage into the device.